Event description:
Patient's mother reported patient was in pain and needed to be manually irrigated. Mother pointed out two small plastic pieces in the irrigation tubing. Plastic pieces were halfway in the irrigation tube going toward the patient. Noticed catheter was not draining any output. Nursing staff clamped the tubing to prevent the plastic pieces going into the bladder and started manually irrigating the patient. While irrigating multiple clots came out. After manually irrigating, staff hung a new 3l ns at 0100, upon changing the ns bag we noticed that the tip of the spike of the irrigation tube was missing. A new irrigation tube was placed. Since the beginning of the shift no plastic pieces were noticed in the output of the catheter.